Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that an unspecified malfunction occurred. The wearable was inserted into the arm on (B)(6) 2024. The patient's mother stated that on (B)(6) 2024, the patient was not feeling well and did not eat much that day. There was no information about how the cgm was functioning on this day as the patient's mother was not with the patient during this time. On (B)(6) 2024, the patient was throwing up so the patient's father took the patient to the emergency room. It was reported that the patient was in diabetic ketoacidosis (dka) and the sensor was removed from the patient's body by medical staff. It was reported that went the sensor was removed, the "prongs of the sensors were bend". The patient's mother allegedly stated that this impacted the performance of the cgm resulting in dka. At the ER, the patient was treated with insulin, and fluids for hydration. The blood glucose reading at the ER is unknown and it was not known how the cgm was functioning during the time of the event. After treatment, the patient was transported to a different hospital via ambulance where they recovered and was discharged after 3 days. No data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.